Event description:
It was reported to philips that there was an inop: etco2 malfunction. The customer wants to downgrade the co2 option, not fix co2 module. There was no reported of patient involvement.